Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. There was liquid contamination on the battery board and the u13 cmos flash microcontroller was internally shorted on the charger bedside board. The cause for the failure was isolated to the contaminated battery board and internally shorted component. The root cause for the contamination was due to ingress of an unk liquid. The root cause of the internally shorted component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to charge a battery pack.